Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced far field r wave oversensing on the atrial channel. The implantable cardioverter defibrillator was reprogrammed, and the patient will continue to be monitored remotely. The patient was asymptomatic throughout and in stable condition.